Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jan-14, (B)(4) (con): neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was initially reported that the patient was having issue with their device. It was starting to hurt their back and they would need to follow up with their physician to have the device checked. Additional information from the patient reported that they had pain in their vagina (which started 1.5 weeks ago) and tried to lower it but had more accidents. The having more accidents issues started since implant ((B)(6) 2018). The patient was at 2 or 2.1 volts and they were going to try this setting for a while. The patient was also going to follow up with their healthcare professional (hcp). Additional information received from the patient on jan. 18, 2019 reported that, since changing to program 2, they were having ¿bowel movement all the time and in the shower but the pain in the vagina and lower back went away¿. The patient stated that they ran into their pantry door knob and had hit the ins last wednesday. Prior to the pain, the therapy was helping more than 50% on program 1. It was recommended that the patient consult with their hcp regarding the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient: patient wanted to change to program 3 as program 1 is painful but saw the splash screen on their controller indicating new batteries were needed. Patient didn't have batteries with them at the time of the call, was walked through the steps of changing programs and the patient stated that they would get batteries and call back if they needed help. Patient said program 2 didn't work for them. There were no further complications reported or anticipated.